Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user could not get medications from drawer 3.2. The user attempted to recover the drawer, then station was powered off and unplugged and rebooted. After reboot, all drawers failed and displayed a not detected on bus message, and multiple recovery attempts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was failed. A field service engineer initially replaced the controller boards and reseated the cables but was unable to recover then replaced the drawer, pyxis bus cable and communication sled to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.